Event description:
Caller reported cgm error 42, which prompted a troubleshooting session with cts. There was no adverse impact to the customer¿s blood glucose level. Cts guided the caller through a pump reset process, which resolved the issue, and the caller successfully started their sensor session without further errors.